Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of bladder perforation ('one of the implants has gotten into my bladder') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "she accepted the implants, but 1 didn't enter well" in 2009 and device use issue "she has 3 essure implants" in 2009. In 2009, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), urinary tract infection ("repetitive urinary tract infections"), back pain ("back pain"), abdominal distension ("stomach swelling"), migraine ("migraines") and pain in extremity ("leg pain"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the bladder perforation had resolved and the urinary tract infection, back pain, abdominal distension, migraine and pain in extremity had not resolved. The reporter provided no causality assessment for abdominal distension, back pain, bladder perforation, migraine, pain in extremity and urinary tract infection with essure. The reporter commented: patient was (B)(6) years old at the time of report. She stated she was had been getting worse and that she could not work due to pain. She had visited every type pf specialist and she was on a waiting list to have essure removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.